Event description:
On initial contact, dentist reported handpiece overheating. Dentist advised that he / she finished the procedure. Dentist noticed afterward that the patient's mouth had been burned from back to front, including a blister that was noted to be almost a 3rd degree burn. No medical intervention was done.